Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient experienced low voltage and pump stoppage. The system controller was exchanged and no effects to the patient were reported.

Manufacturer narrative:
The patient remains on lvad support and no further issues have been reported. The manufacturer is attempting to acquire the suspect system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - the reported event of a loss of voltage and a pump stoppage event was confirmed based on the log file analysis. The log file captured approximately 5 days and 15 hours of events. Towards the end of the log file a power loss event was captured. The system was operating on the power module, and in the next event the time stamp was reset and power was restored. Once voltage was restored the system operated without issue for the remainder of the log file. The analysis could not determine a specific cause that contributed to the reported loss of power and the pump stoppage and a correlation between the system controller and the events recorded in the log file could not be determined. No device related issues were identified during this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.